Event description:
During the coil embolization of the right carotid bifurcation aneurysm, the aneurysm ruptured with an associated hemorrhage. Immediately post procedure, the patient¿s condition had worsened related to ¿iatrogenic causes¿, no details were provided. Seventeen days post procedure, the patient was discharged with improvement and good recovery. No other information was provided.

Event description:
During the coil embolization of the right carotid bifurcation aneurysm, the aneurysm ruptured with an associated hemorrhage. Immediately post procedure, the patient¿s condition had worsened related to ¿iatrogenic causes¿, no details were provided. Seventeen days post procedure, the patient was discharged with improvement and good recovery. No other information was provided.

Manufacturer narrative:
PMA# or 510k#: k013789. For anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Aneurysm rupture and hemorrhage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.